Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. The product was used for therapeutic treatment. The reason for mesh implantation was vaginal vault prolapse, stress urinary incontinence. The procedures performed was anterior colporrhaphy with gynecare mesh placement, tensionfree vaginal tape, vaginal approach, posterior intravaginal ¿slingoplasty¿ and cystoscopy.